Event description:
This is filed to report a slda that caused recurrent mr, dyspnea, and required an additional mitraclip procedure. It was reported that on (B)(6) 2023, a patient presented with grade 3-4 secondary mitral regurgitation (mr). During a mitraclip procedure, two clips were implanted. The mr was reduced to grade 1-2. The device functioned as intended. On (B)(6) 2023 (four weeks later), the patient presented with shortness of breath to the emergency room. A transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) were performed. It was determined that the first medially implanted clip, an ntw, had a single leaflet device attachment (slda). The mr was recurrent at grade 3. On (B)(6) 2023, a second clip intervention was performed. Another ntw was implanted to stabilize the slda. The mr was reduced from grade 3 to 1-2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) appears to be due to the slda. The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The cause of the reported dyspnea could not be determined. The reported patient effects of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.